Event description:
The customer reported the generation of erroneously low total bilirubin (tbil), c-reactive protein (crp), and alanine aminotransferase (alt) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed dripping wash probes due to the mixture detergent aspiration terminal cap not fitted well and a damaged packing seal. The fse identified the probable cause as defective wash station terminal cap packing seals. The fse replaced the wash station terminal cap packing seals to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).